Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing the machine before delivering to the customer, discovered by fst, the cardiosave intra-aortic balloon pump (iabp) does not turn on and there is a burning smell. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated to assess the repair price to make a quote only. No repairs will be performed. The work will be opened and sent to the technician again when the po is received from the customer. On 15-10-2024 fse installed and assemble the machine, check the machine initially to prepare for delivery. The machine can be used normally, just about 3 hours. After that, the machine made a long ¿peep¿ sound and got progressively louder. There is a problem with a smell similar to a burning smell coming from inside the machine. They have to remove both batteries for the machine to stop making noise. After that I couldn't turn on the machine. The sales department sent the device back to bangkok to check again, still unable to deliver the device to the customer. On 19/nov/2024 problem solved. There are 3 spare parts to be changed as follows. Pcb motor control (d670-00-1159), pcb solenoid control (d670-00-1161), exchange power management pcb (d670-00-1162e) after changing parts test use of the machine can be used normally. Test the machine repeatedly until you are sure that there are no abnormalities. The unit and confirmed no power going in to cart. Fse suspected mains coil. Also, confirmed the power was intermittent and suspect broken wire or connection in mains lead. Replaced mains coil. After replacement the device was powering up and charging ok. All checks completed and seen to passed. There was no patient involvement and no harm reported. Parent record ID-(B)(4).

Event description:
N/a.